Event description:
It was reported that the user and caregiver did not observe drops during the supply change and insulin leaked from the cartridge and connector after removal, indicating a suspected cartridge and connector issue while the user was disconnected from the body. Customer care provided support that included remote troubleshooting and education on swapping components. Investigation of this case revealed leakage at the cartridge and connector interface consistent with a device supply integrity issue. Symptoms included no reported adverse clinical effects and no effect to blood glucose. Outcomes included successful resolution without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was component malfunction of the cartridge and/or connector during setup leading to leakage.